Event description:
It has been reported to philips that the flexvision monitor was blank. The system was in clinical use. The patient was on the table before the issue was found. The electro physiology (ep) treatment was delayed. There was no reported patient or user harm. A philips service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse suspected the power supply 24 v of the dvi matrix switch to be faulty and replaced it. After the power supply 24 v of the dvi matrix switch was replaced, the system was retuned to use in good working order. The investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was outside clinical use. The field service engineer (fse) inspected the system onsite and confirmed that there was no image on flex monitor. The review of log files shows video matrix switch is not working and that the power supply has errors. Upon functional testing, fse found that there was defect in power supply of matrix switches. The fse replaced 24 v of the dvi matrix switch. After replacement, the system was returned to good working order.